Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the trial procedure was aborted because the physician could not advance the lead due to existing scar tissue. It was reported the physician tried different angles to no avail. The lead was discarded and will not be returning.